Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, an error was found indicating an issue with the drape not being detecting on patient side manipulator (psm1) confirming the issue occurred in the field. Upon visual inspection, no issues were found related to the reported event. The psm was tested on a patient side cart fixture test platform (pftp) and upon start up the unit failed with an error 1 and error 23023 pointing to cannula sensor. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to an electrical fault of a component or module within the cannula sensor on the affected psm. This issue can be resolved by replacing the affected psm via fse service or switching to a different patient side cart (psc).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to the technical support engineer (tse) that the drape was not detecting on patient side manipulator (psm1). The customer tried changing the drape and restarting the system; however, the issue persisted. Tse suggested to verify the pogo pins and tried cleaning. The customer stated the psm was defective and opted to continue as a three-arm procedure. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed in the patient when the issue was first identified. There was no patient injury or harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found no issues with the patient side manipulator (psm1) as it was tried with multiple instrument adaptors and instruments. Fse could not reproduce the reported issue but replaced the psm1 and verified its functioning as the error seemed to be intermittent. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the psm1. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.